Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient questioned numbness of right hand that if it might be related to pacemaker due to magnetic knee braces and neck massager. The device is still in use. No patient complications have been reported as a result of this event.